Event description:
After an implant period of approximately 78 months oversensing was reported. A lead failure was suspected. The lead was explanted and returned to biotronik.

Manufacturer narrative:
The returned lead was only available in fragments. The lead had been capped about 11 cm distal of the is-1 connector pin. Only the proximal part of the lead was returned for analysis. The distal lead fragment, including the rv shock electrode and the tip electrode, were missing for the analysis. The returned fragment was examined visually, mechanically, and electrically. It is probable that the lead was cut through during the explantation, as mentioned in the clinical complaint. Aside from the cut through the lead, no damages were detected at the insulation. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In sumary, there were no indications of a material defect or manufacturing error.